Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-1794. It was reported the pt had previously been reimplanted following a previous infection (reference MFR report: 1627487-2013-4663, 1627487-2013-1686, 1627487-2013-1687 and 1627487-2013-1688). The pt had a high fever and was admitted to the hospital. The pt was treated with IV antibiotics and cultures were positive for bacterial infection. The pt's entire scs sys was removed and a PICC line, a vacuum sponge dressing was placed over the vertebral incision, and a j-p drain was placed in the area of the ipg site (under the right axilla).

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.